Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observation indicated a complete lead was returned, there were setscrew marks noted on the terminal pin, there was a twist in the lead body, and the helix was fully retracted. Direct current resistance measurements were taken, and this device passed on all paths. The field allegation of dislodgement was not confirmed through analysis. The suspected twiddler's syndrome, however, was confirmed through analysis.

Event description:
Boston scientific received information that this patient was admitted to the hospital after receiving two shocks. The associated device was interrogated, and an x-ray was performed, which revealed this right ventricular (rv) lead dislodged. It was suspected the delivered shocks were inappropriate. The decision was made to program the device therapy off, and a rv lead revision will take place within the near future. Subsequently, additional information was received that a lead revision took place. Images were taken and displayed that this rv lead was coiled up. The decision was made to explant and replace this lead. Images were sent to technical services (ts) for review. Ts discussed that this was a case of twiddler's syndrome. There were no adverse patient effects reported.